Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.010.107, lot: l511985, manufacturing site: haegendorf, release to warehouse date: 01.sep.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: investigation summary background it was reported that during routine incoming inspection of loaner set fe91449 at the owens and minor fsl, it was observed that stardrive screwdriver, t25, self-retaining was found to be damaged with a dent around the tip. There is no patient involvement. This complaint involves one (1) device. The device was received at millstone. The device failed the initial inspection at millstone. Hence, the complaint is confirmed. The millstone scrapped the device since it is failed in inspection. A definitive root cause could not be determined, it is possible that rough handling during use and/or processing could have contributed to the complaint condition. A review of manufacturing evaluation record shows this lot of 30 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Based on the review of manufacturing evaluation record, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sales representative. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of loaner set fe91449 at the owens and minor fsl, it was observed that stardrive screwdriver, t25, self-retaining was found to be damaged with a dent around the tip. There is no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).